Event description:
The customer experienced a fall and fractured her fibula. She required surgery followed by physical therapy. The incident occurred as she was turning the corner from her kitchen to her bathroom, where she lost her balance